Manufacturer narrative:
MFR ref no: (B)(4). The device was received and evaluated by baxter. The device eval was unable to confirm incorrect infusion flow rates. A flow rate test was performed with the device in question, per the spectrum preventive maintenance procedure and found to deliver within spec. The device also passed add'l flow rate tests. An add'l flow rate test was performed using the event infusion parameters found in the history log (for a period of one hour) with the unit passing. Known conditions resulting in flow from the primary container during a secondary infusion segment include an inadequate height differential between the primary and the secondary IV containers, or a high flow rate (typically above 300 ml/hr). The spectrum operators manual recommends the primary IV container be placed 20 inches below the secondary IV container to provide a gravity advantage that allows flow from the secondary IV container only, and warns the user of the possibility of primary IV container siphoning with flow rates above 300ml/hr.

Event description:
It was reported that a spectrum pump concurrently infused a secondary infusion of meropenem (programmed amount and delivery rate unk). The nurse observed the secondary container half empty, and the primary container had less fluid (medication, programmed amount and delivery rate unk) at the programmed completion of the secondary infusion. It was also reported that there was no pt injury.